Event description:
It was reported that the screen of the external pulse generator was damaged, that the display was cracked. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display lens was cracked. It was also noted that the keyboard was damaged and the display was cracked.